Event description:
The reporter contacted animas on (B)(6) 2012 alleging that during the load step the cartridge was not recognized. There is no additional information available at this time. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: a review of the black box revealed an error, alarm,"163 no cartridge detected warning". The returned battery cap was used during investigation. The rewind, prime and load steps were successfully performed on the pump. The force sensor was found to be within calibration. The pump case was removed; the force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces. Unrelated to the complaint, the text on the display screen was found to be dim and had a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.